Manufacturer narrative:
The insulin pump power up properly after battery installation. The insulin pump was received with operating currents within spec. The insulin pump passed self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No failed battery test or replace battery now alarm noted. Power management tool confirms the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) are within specs. The pump was received missing display window cover, cracked select button keypad overlay, keypad overlay texture damage, cracked case corner of the belt clip rails near the battery compartment, serial number label fading, peeling end cap address label and minor scratches on lcd window.

Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a battery failed battery alarm. Blood glucose level at the time of the incident was 6.6 mmol/l. The customer was advised that they would be sent a replacement battery cap. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.